Event description:
Reportedly a reply 200 dr device replaced a pacemaker symphony dr on (B)(6) 2018. In the previous follow up there was a indication of ventricular noise, but the physician chose to maintain the same lead programmed in bipolar, as the subject lead showed good parameters (1v/0,35). After replacement, the patient returned to the hospital with intermittent ventricular capture at 7.5 v and the physician decided to review the lead. On (B)(6) 2018 a new lead was implanted and the subject lead was abandoned. It should also be noted that after connection of the leads to the reply 200 dr pacemaker no pacing or ventricular sensing occurred. The physician revised the connection twice, and was adequate with the same result. It was decided to replace it with a new one with the immediate normalization of the situation with good parameters. Preliminary analysis of the available files showed a lead or connection issue at the ventricular level.

Event description:
Reportedly a reply 200 dr device replaced a pacemaker symphony dr on (B)(6)2018. In the previous follow up there was a indication of ventricular noise, but the physican chose to maintain the same lead programmed in bipolar, as the subject lead showed good parameters (1v/0,35). After replacement, the patient returned to the hospital with intermittent ventricular capture at 7.5 v and the physician decided to review the lead. On (B)(6)2018 a new lead was implanted and the subject lead was abandoned. It should also be noted that after connection of the leads to the reply 200 dr pacemaker no pacing or ventricular sensing occurred. The physician revised the connection twice, and was adequate with the same result. It was decided to replace it with a new one with the immediate normalization of the situation with good parameters. Preliminary analysis of the available files showed a lead or connection issue at the ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20180927-file-2018-02007-analysis_and_closure_report_resp-2018-01430.pdf].